Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. It cannot be determined if the lead contributed to this incident.

Event description:
(B) (4) crm received information that during this implant procedure, the physician first implanted both the right atrial (ra) and right ventricular (rv) leads. The rv lead needed to be repositioned once, however, repositioning was successful. Once the lead was repositioned, the patient coded on the table. Attempts to pace through the pacing system analyzer (psa) was unsuccessful. Cardiopulmonary resuscitation (CPR) was performed, patient was intubated and medicated. Then the patient went into ventricular fibrillation, was externally defibrillated twice but passed away. Only the leads were implanted at the time of death. A boston scientific crm sales representative confirmed the cause of death was attributed from sudden cardiac stand still. The sr stated the leads were not involved with the patient's death. The leads were the only products implanted and were left in the patient. As of this report, the leads remain in the patient.